Event description:
Complainant alleged that while attempting to treat a patient age and gender unknown, the device displayed a "defib charging error" message. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference sections a1, a4, b5 updated and b6, b7, h6 (health effect clinical code), h6 (medical device problem code) and h6 (health effect impact code) updated. The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs. However, the device was put through extensive functional testing including impedance calibration test, defib/pacer stress testing, bench handling and defib cycling without duplicating the report. Internal inspection resulted in no findings. A review of the device logs revealed that the device experienced a temporary battery voltage drop, which caused a defib charging error and an internal energy discharge. This was likely due to a low-charge condition in the battery. The battery was not returned for evaluation. The device successfully delivered shocks before and after the event, indicating that the battey recovered sufficiently. There was no fault found with the device. The device was recertified and returned to the customer. The x series operator's guide (pn: 9650-002355-01) (rev: g) instructs the user to "always carry at least one fully charged spare battery. If no other source of back-up power is available, two spare batteries are advisable." Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Justification for no UDI: this device was manufactured before the UDI requirements. Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed to discharge. Complainant indicated that there was no patient involvement in the reported malfunction.